Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed; the reported issue of the images are very fuzzy is unconfirmed. The scanner was tested with a test gt probe and cue probe. Both displayed acceptable images. The 20mm probe sent in with the unit was also tested and functioned properly. The sr8 and 32mm probe were visually inspected upon receipt and were found to be in good physical condition. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as internal failure within the gt probe. (Reference: MDR number 3006260740-2021-01708).

Event description:
Per tm: images are very fuzzy.